Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs presented a failure when manipulating to open and close; upon removing it for inspection, they noticed that the instrument's end-of-use indicator had lit up, even though the pliers had only been used 3 times. The procedure was completed with no reported injury.